Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and the caller had not reported or reset the pump for this malfunction in the last 24 hours. Technical support assisted the caller in resetting the pump.